Manufacturer narrative:
The tech replaced the brake casters and brake steer casters to resolve the issue.

Event description:
The tech alleged the brake steering and the brake casters would not hold. No pt impact.